Event description:
It was reported by service report that the footboard lid was cracked around the clamshell in several places, and the head left siderail outer and inner panels were cracked; the power cord plug ground prong was bent; the motion interrupt pan was missing, and the headboard clamshell was cracked around outer edge near the mounting post. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: power cord plug has bent ground prong. Head left siderail outer and inner panels were cracked. Motion interrupt pan was missing and footboard lid cover had several cracks around the clamshell.